Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters leaked during use. The following information was provided by the initial reporter: "it was reported that leakage occurred".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.